Event description:
It was reported the lead was removed and not replaced because the patient now has a structurally normal heart, and the adverse conditions that led to the device being implanted no longer exist. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached depression; full lead returned and analyzed.